Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the reasoning for revision surgery was the patient stated that the implant tubing was too short, and the patient felt discomfort during intimacy. This was a revision case to bring the implant pump lower in the patient's scrotum.